Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation. An sjm representative interrogated the system and found all the programs were auto-reducing. Diagnostic testing revealed high impedances on all the contacts on the right side of the lead. The left side of the lead was able to provide stimulation, however the stimulation was in the wrong location. X-rays revealed no anomalies. Surgical intervention may be planned to address the issue.